Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the when the patient was first implanted with their device it was put in the wrong location they so had to go back into surgery and get the device moved to the correct spot. No patient symptoms were reported. No further complications were reported as a result of this event.